Event description:
It was reported by the patient that they were experiencing low blood glucose levels of 49 mg/dl while wearing the pod. The patient reported they lost consciousness but did not seek medical attention as their boyfriend monitored them until levels were back to normal. According to the patient, they have high pollen allergy that causes insulin resistance, so she tends to over bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.